Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010, due to disassociation of the glenosphere. The glenosphere and taper adapter were removed and replaced and inferior bone was removed during the revision which allowed the components being implanted to seat properly.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." (B)(4).